Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of 1100 mg/dl. Emt were called per healthcare professional's request. Customer experienced high blood glucose for one week before being hospitalized. Customer was hospitalized due to high blood glucose. Customer was wearing insulin pump at the time of hospitalization. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)